Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported yesterday they were charging their ins and the controller battery was getting low so they disconnected the recharger and plugged the controller into the ac power supply and the screen went black and became unresponsive. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from patient. Patient called back and mentioned they previously called in where there controller was not powering on. Patient mentioned the controller will not turn on today and they tried the same steps like when they called in before from this case but the controller was still not turning on. Patient mentioned they knew their scs was dead and they needed to charge their implant. Patient mentioned controller went unresponsive when they plugged the recharger into the controller to charge their implant. Patient mentioned they then plugged controller into the wall to charge. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger, ac power supply and controller port. Agent walked patient through resetting their controller; patient mentioned the controller did not power on. Agent instructed patient to try another outlet, and patient confirmed controller did not power on. Agent instructed patient to try aa batteries; and controller did not power on. The issue was not resolved. An email was sent to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Patient analysis of the programmer, model 97745, s/n (B)(6) found main board corroded and case front damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.